Event description:
The customer reported the live image was cutting in and out. There is no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. A circuit board was reseated and the image processor was replaced. The sys was then found to be operating as intended.